Event description:
It was reported that during a whipple pancreas procedure, the surgeon was stapling the ventricle (stomach) and the device cut but some of the staples did not form to the b-formation. The staple line was not complete. Another device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 2/23/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.